Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two probe failed to cut during a procedure. The condition of aspiration is unknown. The probes were replaced and procedure completed with no patient harm.

Manufacturer narrative:
Two opened probes were received with tip protectors. The radiofrequency identification (rfid) connectors of one of the returned probes were cut off. Sample #1 was visually inspected and found to be non-conforming with the needle slightly bent, orange/brown foreign material on the port face and white foreign material along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Gouge marks were observed at several locations along the inner cutter and orange/brown foreign material was observed on the pot face of the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm a cut failure in either returned probe sample. The evaluation indicated that sample #1 had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The most likely cause for the actuation failure in sample #1 is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was not confirmed and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).